Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The lot number provided is invalid. All device history record¿s (DHR) are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could have caused this event. The following possible causes for the condition may be attributed to: operator error, instructions for use (IFU)¿s not followed: connections, infused substances, inspection not performed adequately, material composition. However, without the sample it is not possible to determine a specific root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs (B)(4) pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 3/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/19/2016 that a customer had an issue with a peripherally inserted central catheter (PICC)the customer reported a leak just below the butterfly where the catheter is joined. Chloraprep was used to clean the area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. It was not difficult to secure and was secured with tegaderm. The PICC was inserted (B)(6) 2015 in the left aux. The PICC was used for continuous feed. A 5mil was used to flush the line. Chloraprep was used to clean the area and the hub was cleaned as well. The PICC was removed (B)(6) 2016 and was not replaced. The status of the patient is ok.